Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed the reported problem (adjust belt messages) was confirmed. As received, the electrode belt was unable to complete the ECG fall-off test. The cause for the failure was isolated to a short in the j500 pads. The root cause for the shorted lead has not been positively identified. No adverse event resulted from the damaged belt.